Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head plug for the processor is cracked and the camera head failed a leak test. The issue was found during reprocessing. There was no patient involvement.